Event description:
After a shoulder arthroscopy, the pt appeared to have edema on their right side: of face, chest and back. The pump used during the procedure was taken out of service and sent to bio-med for routine checking.